Event description:
It was reported that the right atrial lead exhibited loss of capture. The patient was not reported to be symptomatic. Lead dislodgement was suspected. Physician elected to attempt to reposition the lead but the helix would not extend. The physician explanted and replaced the lead. The patient was stable following the procedure.

Manufacturer narrative:
The reported event of helix would not extend was isolated to the helix being clogged with blood/tissue. After cleaning, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Analysis was normal. No anomalies were found.